Event description:
It is reported that the gear box was leaking oil and caused a delay in the procedure.

Manufacturer narrative:
Eval: as returned, the biopsy gearbox was leaking grease out of the output shaft. The device appeared to have been unused. (B)(4). Total # of events: 1. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.